Event description:
It was reported that the lead was oversensing in the ventricle and impedance dropped due to dislodgement. The lead was repositioned in 2008, and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.